Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed to open. A field service engineer (fse) identified that found that all pockets in drawer 3.1 were not detected on the bus. To resolve this, the pyxis bus and ribbon cable connections were reseated, and a broken hard stop was replaced. In drawer 2, the system was not sensing the closed position due to a medication jam between the solenoid and the u-link plunger. The jam was cleared, restoring normal function. Additionally, row b of auxiliary drawer 1.2 was not detected on the bus. The fse reseated the pyxis bus and ribbon cable connections to both the drawer controller and the cubie tray, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.